Manufacturer narrative:
Investigation/conclusion: the lot was previously investigated. In-house testing was reviewed and found that the lot met the criteria. No deficiency was established. The lot has since expired. No further investigation will be pursued.

Event description:
This complaint was identified during a retrospective review of customer interaction records as part of an internal alere (B)(4) related to complaints received at particular alere intake sites that were not appropriately forwarded to alere (B)(4) for investigation and reportability determination. The available information is limited and no additional information is able to be obtained. The customer variance between the inratio inr result (2.4) and laboratory inr result (1.4) through a finger stick. The therapeutic range was not provided. There was no additional information provided.